Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic inguinal hernia repair, the mesh used had unclear markings distinguishing the front and back sides, causing difficulty in proper orientation; this resulted in the non-hooked side being placed against the tissue, requiring the mesh to be readjusted and increasing the surgical time of less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic inguinal hernia repair, the mesh used had unclear markings distinguishing the front and back sides, causing difficulty in proper orientation; this resulted in the non-hooked side being placed against the tissue, requiring the mesh to be readjusted and increasing the surgical time, which may have led to potential tissue damage. There was no patient injury.